Event description:
Allegedly, eprd reported 6 new complications for profemur neck ti first revision (1 infection, 2 dislocations, 1 aseptic loosening, 1 unknown failure and 1 fracture). No further information was reported this incident is capturing 1 unknown failure.